Manufacturer narrative:
(B)(4). The insulin pump was received with complete broken reservoir tube lip. Failure analysis was unable to perform basic occlusion test and occlusion test or verify motor error alarm due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, prime/compromised force sensor system test and excessive no delivery test. Motor passed motor test. Insulin pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners. Stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and physical damage around the rim of the reservoir. Blood glucose level at the time of the incident was 280 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.